Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, pump time was reported to be incorrect. During troubleshooting with tandem technical support, the malfunction alarm was cleared, time corrected, and insulin delivery was resumed successfully. There was no adverse impact to customer's blood glucose level.